Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that approximately five years post sulcoflex toric 653t iol implantation opacification of the iol has been observed. The lens was explanted on an unknown date post-operatively. The device was retained and returned to rayner for analysis. The explanted lens was sent to a third-party independent laboratory to undergo structural and ultrastructural analysis comprising of scanning electron microscopy (sem) and energy-dispersive x-ray spectroscopy (eds). Alizarin red staining was also performed. The sample stained positively for calcium rich nodules consistent with calcification. The calcification of iols has been categorised in published literature into two types; primary and secondary (plus a third for those incorrectly determined cases). Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices, repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. "Precipitates" and "iol replacement or extraction" are listed in the "adverse events" section of the rayone IFU. While analysis confirms calcification of the iol, causation cannot be established from the evidence and information available.

Event description:
On 20th february 2023, rayner received notification from a UK healthcare facility of an event that occurred following implantation of a sulcoflex toric 653t. The event description provided states that approximately 5 years post implantation opacification of the iol has been observed. Note: sulcoflex toric 653t is not available in the united states; however, as the lens is manufactured from the same material as lenses available in the united states the event is being reported.

Manufacturer narrative:
The reference (B)(4)has been allocated to this case by rayner. The event description provided states that approximately five years post sulcoflex toric 653t iol implantation opacification of the iol has been observed. The healthcare professional plans to explant the lens. Rayner has requested that the lens be retained post explant and returned for analysis. "Precipitates" and "iol replacement or extraction" are listed in the "adverse events" section of the rayone IFU. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices, repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. There is insufficient information/evidence available to determine the cause of the onset of opacification in this case. Rayner is following up with the healthcare facility to obtain additional information to facilitate further investigation of the event.

Event description:
On (B)(6) 2023, rayner received notification from a UK healthcare facility of an event that occurred following implantation of a sulcoflex toric 653t. The event description provided states that approximately 5 years post implantation opacification of the iol has been observed. Note: sulcoflex toric 653t is not available in the united states; however, as the lens is manufactured from the same material as lenses available in the united states the event is being reported.